Event description:
It was reported a perforation and tilt occurred. On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed there is a 14 degree tilt in the filter with respect to the ivc and the apex of the filter appears to be projecting into the left renal vein.

Event description:
It was reported a perforation and tilt occurred. On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed there is a 14 degree tilt in the filter with respect to the ivc and the apex of the filter appears to be projecting into the left renal vein.